Event description:
After an implantation period of about 40 months, oversensing with inappropriate therapy was reported. The physician reportedly decided to switch off the therapies because at the moment the patient's heart function is good. The patient will be monitored closely performing periodic in-clinic follow-ups to decide when a lead replacement has to be considered.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegm episodes confirmed the presence of noise on rv and ff channels which led to vf detection and shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.